Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
During a case handpiece stopped working. Customer continued case using a weck blade. On (B)(6) 2014, add'l info was received: the nurse stated the surgeon was taking a graft from the donor site (pt thigh) to be used to cover a defect on the scalp. The initial cut was made and the device stopped. The surgeon tried to restart the device and it did not start. A spare device was not available. The surgeon used a weck blade (hand blade) to complete the surgery. The surgery time was increased by 20 mins. The graft cut was uneven. Add'l pain medication had to be given to the pt as the procedure became more painful.